Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient fell last summer; since then, the patient has had seizures more frequently. The patient stated she'd had seizures before the fall, but not as commonly. Additional information was requested, if received a follow up report will be sent.

Event description:
It was further reported that the patient was still having concerns but had not sought further help.